Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range on (B)(6) 2014. Patient's family member called paramedics since patient had a hypoglycemic event and was incoherent. Family member give patient food and patient become responsive. Paramedics stayed with patient until his finger stick value was back to normal (fs showed 100). At the time of contact with dexcom technical support, patient was in good condition.